Event description:
While in the middle of a posterior vitrectomy of left eye, the alcon accurus vitrectomy machine stopped working and displayed error code 912-4. Checked all connections, attempted to reboot machine twice, exchanged cartridges in machine - all without success. Called sales rep and left message. Called alcon tech support. Alcon tech support spoke with the hospital biomed. After following instructions from tech support for a few things to try - without success - surgery was aborted, ports removed from eye, and incisions closed.